Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-12532, reference MFR. Report#: 1627487-2018-12533. It was reported during a drg lead revision procedure on (B)(6) 2018, the physician was able to place leads at level t8 and t9, but unable to access the epidural space for the lead placement at t10. The physician attempted to place the lead at t11, to no avail. As such, the procedure was abandoned and all devices were removed from the patient.